Event description:
It was reported that during an endometrial ablation procedure, the balloon tore inside the pt, and therefore could not achieve pressure. The case was successfully completed with another catheter. There was no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further info is rec'd or derived from an evaluation, a supplemental 3500a form will be submitted.